Event description:
During routine pm on pump by maquet rep the autofill connector that connectors to the crm iabp port was not tighting up before it butts up against the crm iabp port.

Manufacturer narrative:
The company rep completed pm with full calibration, functional testing and safety check to factory specifications. Autofill luer fitting does not tighten before bottoming out on the crm iabp fill port. Replaced worn "autofill connector." We have requested the part back for eval. A supplemental medwatch will be submitted when more info becomes available. (B)(4).